Event description:
Received information stating the customer's fill estimate was inaccurate. The customer's blood glucose level was elevated (242mg/dl).

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.